Manufacturer narrative:
Patient experienced nodules on flanks from laser treatment with the sculpsure. These nodules were surgically removed. There was no medication prescribed in this incident and treatment parameters were within clinical guidelines. Nodules are expected side effects from this laser treatment, however due to tenderness the nodules were surgically removed. The patient's condition has since improved. There was no problem found with the device, operated as intended. This is a reportable incident because the patient had medical intervention.

Event description:
Patient had medical intervention from a laser procedure on the flanks.